Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer did not receive a low reservoir alert warning. Customer's last blood glucose level was 545 mg/dl. Customer took a bolus and feels okay. Customer stated that he received the low reservoir warning after he hit escape on the pump. Customer was explained that it could have been just a coincidence that he hit the escape button and the alert went off. Customer was told that he will only receive the alert warning once. Customer was advised to change everything out and monitor the issue. Customer was walked through the alarm history and it was found that he had a bad battery and weak battery earlier. Customer confirmed that the pump alerted with the low reservoir alert and pump passed the self test. Customer mentioned that he was low earlier due to metal poisoning. Customer went high later after treating, but was currently at 212 mg/dl. Customer had also been hospitalized for a broken hip. No further assistance needed.